Event description:
It was reported that the catheter buckled during insertion, when it was insertion, when it was inserted without the use of a sheath. Insertion with a sheath was then attempted, and the catheter went in smoothly. There were no pt complications.